Event description:
It was reported that the patient had a loss of therapeutic effect about two to three weeks prior to the report and experienced a return in symptoms. The patient was using the bathroom "every one to two hours" and while traveling there were times when he had to "use a bush." The patient thought the trial was better as he was going to the bathroom "every two to three hours." The patient was assisted in changing programs and felt stimulation at 4.5 volts. The patient wanted to increase to 5.0 volts, but started to feel "nauseous," so adjusted it back to 4.5 volts. The patient was to assess his symptoms. Additional information received on (B)(6) 2012 reported that the patient was still having concerns regarding his device or therapy, but was working with his health care provider or manufacturer representative. However, it was unclear if this was accurate because, the patient also marked that he was still having concerns, but had not sought further help. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3889-28 lot# va01ha3, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).